Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet.

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was explanted and replaced. During the replacement procedure, a new device was attempted, but not used, as the device exhibited noise and oversensing on the atrial channel. A grommet issue was suspected. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was explanted and replaced. During the replacement procedure, a new device was attempted, but not used, as the device exhibited noise and oversensing on the atrial channel. A grommet issue was suspected. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.